Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. The balloon was loosely folded and there was blood in the balloon and inflation lumen. The device was soaked in a warm water bath for 5 days. The hypotube, inner/outer shaft, and port/exit notch were microscopically inspected. Inspection revealed numerous kinks in the inner and outer shaft, a perforation of the outer shaft located 3mm proximal of the port/exit notch, and a fracture in the hypotube located inside of the shaft perforation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that withdrawal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. It was noted that the shaft was kinked. Upon removal, resistance was encountered and it was determined that the catheter was difficult to remove. The device was eventually pulled out and the procedure was completed with a different device. No patient complications were reported.